Event description:
Healthcare professional reported left side capsular contracture baker grade unknown, ¿textured implants¿, ¿implants flipped upside down¿ and ¿breast augmentation for women at least 22 years old, the patient was 16 years at the time of device implantation¿. The device has been explanted.

Manufacturer narrative:
Device evaluation: a review of the device noted wear abrasion, creases and deformation.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported "capsular contracture baker grade unknown", ¿textured implants¿, ¿implants flipped upside down¿ and ¿breast augmentation for women at least 22 years old, the patient was 16 years at the time of device implantation¿. This record is for the left side. Device has been explanted.